Manufacturer narrative:
The investigation conclusion code was updated. Sample foam detection (sfd) images were reviewed, and a possible film was detected on the sample surface. Based on the information available, an instrument-related issue was excluded. The investigation determined the event was consistent with preanalytical handling issues.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. The pre-analytical data were acceptable. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Manufacturer narrative:
The troponin t hs reagent lot number was 827232 with an expiration date of 30-apr-2026.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. The initial troponin t hs result was 111 (unit of measure not provided). The repeat result was 37.2. The customer ran the stat application of the assay, and the initial result was 37. The repeat result was 36.9. The customer runs samples tested for troponin t hs in duplicate.